Event description:
It was reported that a patient unlocked the tamper evident enclosure of the pca module and changed the rate to "999ml/hr." In doing this the patient reportedly self-administered a bolus of the dilaudid, which was not the rate ordered by the physician (order was: dilaudid 2mg with a 30 minute lockout interval and 75ml/hr infusion). It was also noted that the patient "knows to press and hold the black button on the back of the alaris pump which will unlock it." This gave the patient the ability to change the rate of IV infusion and is what allowed this patient to bolus herself with dilaudid during each administration of it. The customer added that patients (in general) "are able and from word of mouth have purchased these keys" online to use. There was no patient harm.

Event description:
It was reported that a patient unlocked the tamper evident enclosure of the pca module and changed the rate to "999ml/hr." In doing this the patient reportedly self-administered a bolus of the dilaudid, which was not the rate ordered by the physician (order was: dilaudid 2mg with a 30 minute lockout interval and 75ml/hr infusion). It was also noted that the patient "knows to press and hold the black button on the back of the alaris pump which will unlock it." This gave the patient the ability to change the rate of IV infusion and is what allowed this patient to bolus herself with dilaudid during each administration of it. The customer added that patients (in general) "are able and from word of mouth have purchased these keys" online to use. There was no patient harm.

Manufacturer narrative:
Omit: f27 - no patient involvement. Additional information: imdrf annex f code.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Event description:
It was reported that a patient unlocked the tamper evident enclosure of the pca module and changed the rate to "999ml/hr." In doing this the patient reportedly self-administered a bolus of the dilaudid, which was not the rate ordered by the physician (order was: dilaudid 2mg with a 30 minute lockout interval and 75ml/hr infusion). It was also noted that the patient "knows to press and hold the black button on the back of the alaris pump which will unlock it." This gave the patient the ability to change the rate of IV infusion and is what allowed this patient to bolus herself with dilaudid during each administration of it. The customer added that patients (in general) "are able and from word of mouth have purchased these keys" online to use. There was no patient harm.